Event description:
It is reported that the pt was revised due to the plate fracturing.

Manufacturer narrative:
X-rays showing the fractured plate were reviewed. It is unk if, or how carefully, the pt followed post surgery recommendations/restrictions regarding physical activity. There is not enough info to determine the exact cause of the fracture. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.